Event description:
Per the surgeon, this patient's device was explanted in 2006 due to a foreign body reaction that caused skin flap issues. She reportedly previoulsy had plastic surgery in 2006 to repair the skin flap. Reimplantation plans were not reported to cochlear at this time.